Event description:
The following info was received via a user facility medwatch. A peritoneal dialysis (pd) pt was admitted on (B)(6) 2014 for wound care on who used a cycler. Pt began to have cloudy peritoneal fluid which resulted in growth of pseudomonas aeruginosa. Ultimately, the pt's peritoneal catheter was removed on (B)(6) 2014 and hemodialysis (hd) catheter was placed.

Manufacturer narrative:
Device review. The device was returned to the manufacturer for evaluation. The device was visually inspected and there were indications of dried fluid within the cassette compartment underneath the mushroom heads. There were no burrs or sharps inside the cassette door that may have punctured a cassette membrane. There was no used patient cassette received with the returned cycler. The front panel bezel gasket was drooping approximately one inch over the center of the front panel overlay. A simulated use test was performed and multiple system error and watchdog timer alarms occurred. A check in the a to d / diagnostics /voltages screen showed the display 24 volt value to be an incorrect 038 volt. The problem was repaired by replacing the cycler's power supply module and the simulated use testing was performed without any further problems. There were no leaks in the test cassette during the test treatment. The mushroom head inspection passed. There was a test for internal inspection for fluid. There were no indications of fluid or dried fluid within the interior. No problems were found during the failure analysis of the cycler. A device history record review was performed and the device was found to have been manufactured per specs. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. On (B)(6) 2014, the patient began experiencing nausea, abdominal pain and cloudy effluent. The patient was started on intraperitoneal antibiotics. The patient continued to have cloudy effluent until (B)(6) 2014, the patient's cycler was alarming and the patient was found lying on her line. Once the line was removed from under the patient, there were no more issues. Treatment sheets prior to this event do not show any symptoms of peritonitis. The growth of pseudomonas aeruginosa was found on (B)(6) 2014. The patient was receiving peritoneal dialysis in a clinical setting. There is no documentation that shows a causal relationship between the patient's liberty cycler, liberty cycler set, or dialysis solutions and the diagnosis of peritonitis.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs # 8030665-2014-00217, 1713747/2014-99916 and 99917.